Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer did not close.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bearing cage in door five was damaged. A field service engineer arrived at the station to address an issue preventing the drawer from closing properly. The universal slide was replaced, and proper operation of the drawer was verified through the hardware test application self-test. The system functioned as intended after the field service engineer repaired the device.